Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change on the ilet pump the user received an ¿unable to proceed¿ alert and a prompt to change supplies, with the agent suspecting improper pump rewind and incorrect sequence when connecting the adapter and cartridge; the user later reported high blood glucose while monitoring continued and the pump appeared to run without alarms or leaks. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with user assembly sequence and rewind issues during setup. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.